Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a premature ventricular contractions ablation procedure, due to an issue with the prs-p sensors changing locations and not being able to resolve the issue, the procedure was only able to be partially completed. The issue first occurred an hour and a half in when the system displayed an alert that the distance between the three prs-p sensors must not change. The sensors then turned red and it was not possible to complete mapping. The procedure was ended after two hours and the mapping was unable to be completed. There were no adverse consequences to the patient.